Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not opening. A field service engineer (fse) confirmed that the full height (fh) auxiliary 7 clicked 3 times but does not open. So, the fse removed the drawer and replaced inseparable magnet, then adjusted slide rails. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 required maintenance. The drawer did not open when a recovery attempt was initiated. The technician reported that pressing the recover drawer button resulted in no response, and a "requires maintenance" message was displayed on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.